Manufacturer narrative:
Approximate age of device ¿ 9 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented with bloody stools, melena upon exam, dizziness, fatigue, and a hemoglobin level of 7.2 g/dl. At the time of the even the patient was on aspirin and warfarin. The patient was administered a transfusion of 1 unit of prbcs to help alleviate the anemia. The patient was admitted to be evaluated and consulted by the gastrointestinal team. The patient was given 750 mg IV of injectafer. On (B)(6) 2018 the patient underwent a colonoscopy and the findings were unremarkable with no evidence of a gastrointestinal bleed. During admission, the patient's hemoglobin level steadily increased, resulting in a level of 8.7 g/dl. The patient was discharged on (B)(6) 2018. No additional information was provided.

Manufacturer narrative:
The pump remains in use supporting the patient. A direct correlation between the device and the reported event could not be conclusively established through this evaluation. The heartmate 3 lvas instructions for use lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. Information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding, is also provided in this document. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.